Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the issue was resolved after performing a supply change. Customer¿s blood glucose level was 270-271 mg/dl.